Event description:
Caller reported a minimum fill notification but there was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge, which initially did not resolve the issue. Technical support instructed the customer to clean the pneumatic tap area on the pump and guided them through filling and loading a new cartridge, which successfully resolved the issue. The customer was able to resume insulin delivery after placing the pump back in its case.